Manufacturer narrative:
The customer reports that both hard drives are bad. The cns (central nurse's station) freezes while in the nihon kohden software, even after swapping the hard drives. The device was returned and evaluated. The problem was duplicated. The hard drives were replaced which corrected the problem. The unit was tested per the service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operates to manufactures specifications. The repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reports that both hard drives are bad. The cns (central nurse's station) freezes while in the nihon kohden software, even after swapping the hard drives.